Event description:
A distributor reported on behalf of the customer that on (B)(6) 2017, the proximal connector or the lamina of the pudenz valve at the bottom of the chamber-reservoir was blocked and it was impossible for any liquid or air to flow into the chamber reservoir. The distal connector worked perfectly and liquid and air flowed out from the chamber reservoir without any problem. The type of procedure performed was a shunt replacement of a previous shunt system. The problem occurred during the surgical procedure when the male patient was already under anesthesia. There was injury to the patient. The event led to a 30 minute increase in surgery time. The valve was reviewed by the distributor in their facility and the problem experienced by the customer/physician was reproduced.

Manufacturer narrative:
Investigation completed 23feb2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
One pudenz valve (medium pressure) sample was received for evaluation. Valve appearance (visual inspection) was normal. The connectors were revised under magnification and no obstruction was observed. A piece of catheter was connected to the valve¿s proximal connector (inlet) to inject water through it. The valve resisted water flow and thus the complaint is confirmed. Eventually, after applying pressure to the syringe, water flowed through the valve. Documentation review shows that there were no anomalies reported during the manufacturing process that could be related to the condition. There are controls/tests in place to avoid manufacturing/assembly defects that could cause this type of events. The root cause for this event is that the ¿diaphragm¿ was stuck to the ¿seat diaphragm¿ preventing csf flow - causing the apparent proximal connector blockage (as reported). Like most rubber, silicone rubber may stick to itself when dry and this is acknowledged in the IFU. Therefore the importance of the surgeon verifying that the valve components are wet and that fluid flows freely through the valve prior to use, as indicated in IFU.

Manufacturer narrative:
Additional information received from the distributor on 16apr2018: there were no known consequences for the patient due to the increased in surgery time. The medical staff finished the procedure using another device.